Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused headaches and strokes. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on aug 21, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging strokes, headaches, device heating up, particles in the device and difficulty breathing/short of breath that are related CPAP device's sound abatement foam. The patient did not report to receive medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed that there is dust-like contamination was observed on the front and rear panel. An unknown contamination was observed on the top and bottom enclosure. An unknown dust-like contamination was observed on the interior of the (ui) panel, rear panel, and bottom enclosure. A dust-like contamination was observed on the blower motor and in the blower box. Evidence of sound abatement foam degradation/breakdown was not observed. A heat test was performed for the device heating up, and humidifier to verify that the temperatures were within the required perimeters. The manufacturer performed test using a test lung hard sided and fluke infrared thermometer. The test results showed that the device and humidifier both showed temperatures within the threshold required for the 2 1/2hr test. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation and the manufacturer was unable to address the patient's symptoms.

Manufacturer narrative:
The sections b1, b2, h1, and h6 have been updated or corrected in this report as follows: section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 was changed from serious injury to malfunction section h6 health effect- impact code has been updated or corrected in this report.